Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate gauge reading occurred. The target lesion was located in the right coronary artery (rca). The physician used an encore 26 inflation device with an unknown device, after completion of the final inflation the gauge was unable to return to zero. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an inaccurate gauge reading occurred. The target lesion was located in the right coronary artery (rca). The physician used an encore 26 inflation device with an unknown device, after completion of the final inflation the gauge was unable to return to zero. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the gauge needle was stuck at 24 atm. Functional testing was therefore not carried out as the gauge needle did not move to register pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).